Manufacturer narrative:
The field service representative found liquid level detection error from the adjustment of the sampling position. He adjusted the sampling position and the sample holder rollers. He performed sampling with no errors. The patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e411 analyzer. The patient's initial hcgb result from an aliquot tube was 1 miu/ml accompanied by a data flag. The doctor questioned the initial result. The repeat result from a new aliquot was 896 miu/ml. The customer considered the repeat result to be correct. There were no adverse events. The hcgb reagent lot number was 16494803 and the expiration date was 01/31/2013. The field service representative was unable to duplicate the event. He checked the instrument and ran performance testing. It was noted that the sample was short in the pour off tube.